Event description:
It was reported that the customer's blood glucose level displayed as "high" without a specific value available. Cause was not known. The customer attempted to correct the high blood glucose with a bolus via the pump. Technical support instructed the customer to perform several inspections, which revealed no issues with the infusion set, cannula, or tubing connections. Insulin delivery was confirmed as drops were observed at the tubing end, and all storage and usage instructions were followed correctly. The customer was advised to consult with a healthcare professional regarding blood glucose management and to replace supplies as needed.